Event description:
The report received from the affiliate indicated that during an interventional procedure while deploying a second cypher 3.5 x 23 mm stent to the proximal right coronary artery (rca) target lesion, the balloon ruptured/burst at 16atm. Leakage was observed from the distal end of the balloon. A sprinter balloon was used to post-dilate the stent and finish the procedure. There was no reported patient injury.

Manufacturer narrative:
The target lesions for the procedure were the distal rca/atrioventricular (av) branch and the proximal rca. Lesion #1-1: the target lesion was the distal rca/atrioventricular (av) branch. There was no information available regarding the lesion morphology for the distal rca/av branch. The lesion was treated by placement of a cypher 3.0 x 18 mm stent without any reported problem. Lesion #1-2: the target lesion was the proximal rca. The lesion was reported to be: de novo, slightly calcified, not tortuous, and a 75% stenosis. The lesion was predilated with the 3.0 x 18 mm sds balloon from the previous cypher stent at an unknown pressure/duration. Please note that device is distributed outside the united states, however, it is similar to the united states product . The product was returned for evaluation and testing: however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt.